Event description:
It was reported that on an unknown date, sales rep was refilling trays. It was noticed that the connection screw was broken off of the finger shaft. It was unknown how the issue was discovered. It was unknown if there was patient involvement. This complaint involves one (1) device im nail reduction tool 7.5 sft crvd tip. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.